Manufacturer narrative:
The pump was received with the serial number label fading. The pump passed the self test and displacement test. However, pump error 53 alarm found in the pump history due to software error (tt=2252). Also, received hardware low level failure alarm (variable info=3) during self test due to cracked solder joint on pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin had alarmed software error detected. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.